Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that lead dislodgement and suspected perforation were noted. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found. A lead stiffness test was performed and found to be within specification.